Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) experienced power on reset (por). "No parameters [were] reset." The ICD remains in use. No patient complications were reported as a result of this event.